Event description:
Police responded to a person found down for approximately 15 minutes. The device was powered on and connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device continued to alert "connect electrodes" and would not prompt to "push analyze." Connections were checked then another pair of electrodes were attached but, the reporter stated the device continued to alarm "connect electrodes." A backup AED, already at the scene, was used and operated properly, analyzing the patient's rhythm and determining that no shock was advised. The patient was not resuscitated. The reporter indicated the person was "already dead" when the police first came on scene.